Event description:
Pt underwent cystoscopy, dilatation of ureteral stricture, and ureteroscopic laser lithotripsy. After fragmenting 25% - 30% of the identified kidney stone, the laser malfunctioned and could not be repaired. The stone fragments were extracted and a double j stent was placed. The pt will undergo a future procedure re-completion of the stone removal.